Event description:
The customer contact reported the device touchscreen could not be calibrated. The device was returned to the biomedical department for an unspecified reason. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device touchscreen could not be calibrated. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen did not pass the touchscreen test and would not calibrate. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.